Event description:
The manufacturer received information that a rental dreamstation st30 device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device examination has not begun because the device has not yet been returned to the manufacturer for investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple good-faith efforts have been made to obtain additional information on 30-jul-2025, 06-aug-2025, and 11-aug-2025 without customer response. The rental dreamstation st30 device was returned to the hugo service center. During the evaluation, no errors or faults were found. The device was serviced, tested, and passed.